Event description:
It was reported by the physician that the patient was referred for replacement due to the battery being at 15-20% and the patient having more seizures than typical. The patient¿s generator was replaced however the explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the device was discarded, so device return is not expected.